Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: revision.

Event description:
Healthcare professional reported right-side rupture discovered during surgery. The device has been explanted and replaced.

Event description:
Healthcare professional reported right-side rupture discovered during surgery. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken sharp assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted additional, changed, and/or corrected data: d9, h3, h6.